Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited unstable and rising thresholds and non-capture, the leadless ipg was inactivated and replaced with a transvenous ipg system. No patient complications have been reported as a result of this event.